Event description:
The contrast with a CT(computed tomography) recognize an opthalmic defect with a second opinion at (B)(6). Procedure was stunt with - month probability if angio wasn't a (B)(6) funded living will. Over 149 now over 200 every month from back paid (B)(6), (B)(6) 2010, (B)(6) 2015 now marital equality.